Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens (lal). A vitrectomy was performed and the lens was placed in the sulcus.

Manufacturer narrative:
Manufacturer reference #: (B)(4).